Event description:
It was reported, one of the patient¿s scs lead tails is being utilized and the other was coiled and placed in the scs ipg pocket site during the patient¿s permanent procedure. It was also reported, the patient complained the coiled lead tail is superficial. Subsequently, surgical intervention was scheduled to place the lead tail deeper. Follow-up identified the issue resolved with the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.